Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
User facility medwatch states: product recall - depuy asr acetabular system implants. Removal of depuy asr acetabular cup, depuy asr taper sleeve adaptor and depuy asr unifemoral implant.